Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The reporter stated that the subject meter was reading inaccurately on an unknown date when the patient obtained an alleged inaccurately high blood glucose result of 600 mg/dl compared to 150 mg/dl on a laboratory device at the hospital; the time difference between the results was not provided. The reporter stated that patient wasn¿t feeling well, so he had tested his blood sugar level using the subject meter and the results had been high all day. The patient manages his diabetes with lantus and humalog insulin which he self-adjusts. The reporter stated that the patient administers 35 units on insulin for results above 150 mg/dl and 5 units for every 50 mg/dl. After obtaining alleged inaccurately high results all day on the subject meter, the reporter reckoned that she had given the patient approximately 70 units of insulin. She reported that the patient started ¿sweating bullets¿, so she contacted her doctor who advised her to bring the patient to the hospital. She stated that she called an ambulance to take the patient to hospital because he ¿shakes so bad¿; she reported that a result of 180 mg/dl was obtained on the emergency medical service meter. She indicated that when at the hospital, the doctor stated that the patient¿s reading was ¿very, very low¿ (exact result not specified) and the patient was treated with ¿fluids¿ by an hcp. She also reported that blood work was performed at the hospital and results of ¿120, 125, and 90 mg/dl¿ were obtained; she stated the highest reading was ¿150 mg/dl¿. The reporter was not clear whether these were meter or lab results. She compared the blood work results to results of ¿550 and 400 mg/dl¿ on the subject meter; she was unable to provide the time difference. The reporter stated that the patient was kept in hospital all day and overnight. The reporter also stated that on (B)(6) a comparison was performed against her niece¿s meter with significant differences; but the comparisons were made several hours apart. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The reporter described the correct test steps and confirmed that the test strips were within expiry date and had been stored correctly, and the test strip vial was not cracked or broken. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Sweating and shakes which required hcp required intervention, after obtaining alleged inaccurately high results on the subject meter.